Manufacturer narrative:
Investigation description: alert 36 was confirmed in the engineering logs; however, complaint could not be duplicated during testing. After 5 consecutive dry leadscrew runs, no issues or alerts were observed. The cause for the issue is undetermined.

Event description:
It was reported that the user had been disconnected from the ilet pump for about a month and, upon attempting to reconnect, received alert 36 indicating an insulin ¿invalid hall state¿; after a restart the alert cleared, but an ¿unable to proceed¿ alert occurred when attempting to rewind the pump without supplies, consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.